Event description:
The customer reported that the monitors on the system were not working. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the fuse on the monitors. The system operates as intended.